Manufacturer narrative:
Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 01-nov-2017, UDI#: (B)(4); product ID: 97 7a160, serial/lot #: (B)(4), ubd: 01-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that the leads had high impedances/shorted electrodes and therefore limited programming options. The patient had multiple falls that may have led/contributed to this issue. The manufacturer representative (rep) attempted reprogramming using viable electrodes, but was not successful in providing pain relief. The patient had a lead revision and the issue was resolved.